Event description:
It was reported that stent damage occurred. The target lesion was located in the calcified right coronary artery. A 28x3.00mm synergy¿ drug eluting stent was advanced to treat the lesion but the stent strut on the distal end of the stent was lifted. The device was removed and the procedure was completed with a 3.0 x 24 synergy stent. The patient's status was well. This product is only ous approved but is similar to an approved us device.

Manufacturer narrative:
Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).